Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise that was seen on the recorded electrogram. The lead explanted and replaced successfully, no complications were reported.